Manufacturer narrative:
Health effect: clinical code: (B)(4) used to capture injury. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-17092021-0001041065 submitted for the adverse event which occurred on (B)(6) 2010. Mwr-17092021-0001041066 submitted for the adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent partial removal and revision surgery on (B)(6) 2010 where mesh was implanted. It was reported that the patient underwent an unknown surgery on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/27/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 01/07/2022. Additional information: e1 date sent to the FDA: 01/07/2022. Corrected information: d6a. Corrected b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted.